Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured on (B)(6) 2023 and found <1 cfus of microorganisms. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found that there were no malfunctions with the device. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during preparation for use of the new medical device and prior to any use on patients, the oes cystonephrofiberscope tested positive on (B)(6) 2023 for 2 colony forming units (cfus) of aerobic flora. All channels were sampled. The device was sampled again on (B)(6) 2023 and tested positive for 6 cfus of aerobic flora. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Event description:
The device was not used in a procedure while waiting for the results, after the positive culture was identified the device was quarantined, the device was not reprocessed before sampling, and the sample was taken immediately after the treatment.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated fields: b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b3. The device was evaluated where no abnormalities were found that could have led to the positive culture. No answers were provided by the customer on the cleaning, disinfection and sterilization checklist. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The event can be prevented by following the IFU: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.